Event description:
A journal article was reviewed that contained information regarding this lead. Additional information obtained through follow up indicated that the lead had dislodged. The lead status is unknown. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "long-term outcome of transvenous bipolar atrial leads implanted in children and young adults with congenital heart disease." Europace. July 1 2012;14(7):1002-1007.